Event description:
During the procedure, the generator would not turn on correctly; a high-pitched squealing noise was noted and the case was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported power issue and subsequent delay remain unknown.